Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 3006705815-2022-17753. It was reported that the patient had experienced ineffective stimulation due to migration of their leads. Migration was confirmed via x-ray. The patient underwent a surgical procedure on (B)(6) 2022 during which the patient's entire system was explanted and replaced to address the issue. Effective therapy was reportedly restored post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.